Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomaly. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Field report which indicates an issue covered by the instructions for use (IFU. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement as shown in the x-ray results. A new lead with different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement as shown in the x-ray results. A new lead with different model was successfully implanted. No additional adverse patient effects were reported.